Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. There was no circle on display or display anomaly noted. The pump had scratched lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer states they have ran high between 300mg/dl and 400mg/dl. The customer states they have treated with manual injections. The customer mentioned they could not read their screen due to many scratches. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.